Event description:
It was reported that the patient previously had an infection in her pocket site, which caused recharging issues. It was noted that the recharger was replaced in (B)(6) 2012. It was stated that the patient went to the emergency room and when the doctor "lanced the pocket site, pus came out." It was noted that a culture was taken and the patient was given an antibiotic. The initial antibiotic reportedly did not work, so the doctor gave the patient a different kind which cleared up the infection. It was stated that the fluid in the pocket site did not get into the implantable neurostimulator (ins). It was noted that the patient "realized she never really had a recharging issue." Additional information was requested and if received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had fell and landed on the ins in (B)(6)2012. The patient 'had trouble with the ins since that fall' and had an infection at the ins pocket site since (B)(6) 2012. The patient had a culture taken and was diagnosed with (B)(6)infection in (B)(6) 2012, when the patient also had the pocket site drained and treated with oral antibiotics. It was reported the patient's primary care physician found '2 puss pockets' at the ins site in (B)(6) 2012 and was referred to an infectious disease specialist. Additional information received reported the patient had a history of (B)(6) infections. Further information received reported the infection was at the implant site, but not due to the device or a fall. The patient was being treated for mrsa infection due to patient's history. It was noted there was no scheduled device removal to occur. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient's health care provider who had referred the patient to a specialist reported perioperative antibiotics were administered. There was reportedly no evidence of an infection. No signs or symptoms of an infection were reported. No culture was obtained. Patient outcome was noted as 'onging.'

Manufacturer narrative:
Product ID, 377760 lot# j0546520v, implanted: 2006 (B)(6), product type lead product ID, 377760 lot# v003344,# implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).